Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error and random no delivery alarm. The customer stated that the battery life was poor and the insulin pump rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery alarm due to motor error alarm. Motor passed motor test. No charge/battery lasts less than expected anomaly during test. (B)(4).